Event description:
Pt reports defective batch of test strips providing readings out of range with control solution. Member has tried using them with 2 meters and also has used other strips with same meter without a problem. Dose, frequency and route used: use as directed to test 8 times daily. Therapy dates: (b)(62 2010 - currently using.